Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger occurred at an unknown time with a syringe 10ml reg pr saline 10ml fill. The following information was provided by the initial reporter, "it was reported that the saline would not flush from the syringe and they cannot move the plunger. Customer stated that they have had several occurrences in which the saline would not flush from the syringe and they cannot move the plunger. Customer stated that this creates a high cvad risk. Customer stated that she does not think samples are available, but will ask again. Customer could not verify number of times of occurrences, but did give me a date of event. Also, lot number was given, but a material number could not be verified."

Manufacturer narrative:
H.6 investigation summary: a device history record review was completed for provided lot number 9231003. The review did not reveal any detected abnormalities during the lot's production process that could have contributed to the reported incident. As neither a physical sample nor a picture sample was available for return, our quality team was unable to complete a thorough sample investigation. Within the manufacturing environment, there was an intermittent issue with the silicone supply hosing equipment; however, all associated product was held for inspection and any affected material was scrapped. It is possible that this incident occurred as a result of product produced prior to the detection of this hosing defect. Our quality team has since corrected the defect associated with the silicone supply hosing equipment to prevent any further related issues. H3 other text : see h.10

Event description:
It was reported that a difficult plunger occurred at an unknown time with a syringe 10ml reg pr saline 10ml fill. The following information was provided by the initial reporter, "it was reported that the saline would not flush from the syringe and they cannot move the plunger. Customer stated that they have had several occurrences in which the saline would not flush from the syringe and they cannot move the plunger. Customer stated that this creates a high cvad risk. Customer stated that she does not think samples are available, but will ask again. Customer could not verify number of times of occurrences, but did give me a date of event. Also, lot number was given, but a material number could not be verified."